Manufacturer narrative:
A follow-up report will be issued after the investigation is complete.

Event description:
As reported: it was reported that "the haemostatic valve of the manta sheath provided massive resistance, so it was impossible to insert the manta sheath. The manta tube was kinked during the maneuver. A new manta was not used since the site had no further product available. The operator decided to use classical manual compression and a femostop compression bandage instead of another closure device. The patient didn't suffer any harm from/ due to this event.

Manufacturer narrative:
One 14f ce manta closure, one 14f ce sheath, and one 14f ce introducer were returned for investigation. The components were decontaminated then visually inspected. During inspection the engineer noted blood particulates present on components. The 14f ce manta closure did not exhibit an engaged lever. The button valve within the 14f ce manta sheath was displaced and torn. The manta carrier tube was kinked. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a protected pci, a 14f ce manta was planned for closure. No issues were encountered advancing or withdrawing the procedural sheaths. The physician encountered massive resistance advancing the bypass tube through the hemostatic valve of the manta sheath. It was impossible to insert the bypass tube into the manta sheath; and during this attempt the manta tube became kinked. More than expected blood loss occurred during this malfunction but did not require a transfusion. The physician choose to apply manual compression and a compression bandage due to the facility did not have further manta devices available. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device.